Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient called to report that she is using a batch of infusion sets with a head set adhesive that does not stick. Patient does not have any used infusion sets to send back, but has some unopened ones to send back from the batch. No adverse event alleged.